Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reported the pump shut down without providing the expected error message. No adverse event was reported. A request was made for the return of the device.